Manufacturer narrative:
The yellow light is a visual indicator designed to function when the o2 level drops below 85%. Perfecto2¿series 20 part no 1143482. The lack of an alarm function to notify the user of a drop in o2 purity is a reportable event. The evaluation was unable to confirm the lack of the visual indicator. The evaluation did confirm the unit having low o2 and the underlying cause of the low o2 was the compressor having low output. The unit was repaired and returned.

Event description:
Provider states they ran the unit for 4 hours and when they o2 analyzed it, it was only putting out 77% o2 concentration. Provider states the green light is illuminated.